Event description:
The customer reported that the device failed to recognize the test load and the intermittently failed pads during opcheck.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the test load and the intermittently failed pads during opcheck. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.